Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead was screwed and unscrewed in multiple positions and each time tested with high, out of range, impedance. The physician suspects that the screw is damaged. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.